Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated this has been an ongoing issue at their site. The customer stated the specimen integrity was good. The customer has auto-verification turned off in their laboratory information system (lis) and their instrument auto-repeats all low, out of range results and the customer is reviewing all abnormal results. A siemens customer service engineer (cse) was dispatched to the customer's site. Upon inspection and test of the system, the cse found a drip on the sample dilution probe line (dpp). The cse tightened the nylon screw and stopped the leak. The cse ran a precision test of 10 repetitions for calcium, resulting in range. The cse then removed and inspected all sample and reagent pumps, and found no issues. The cse replaced a valve, primed the system and request the customer to run a five replicate precision run on a patient sample, which was successful. The cse requested the customer to then run a 10 replicate precision run for quality control (qc) which was successful. The cse requested the customer to then run qc on all assays and to repeat new patient samples, resulting in range. The cause of the discordant falsely depress results is due to the faulty valve. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depress results were obtained on two patient samples on an advia 1800 instrument. The initial results were not reported out to the physician(s). The same samples were repeated on the same instrument, resulting within the expected range. The repeat results were released to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depress results.